Manufacturer narrative:
The customer was hit by a vehicle while in powerchair. This was not related to the product.

Event description:
Alleges customer was run over by an s.u.v. While crossing the road in powerchair on a pedestrian crosswalk. Customer was thrown out of the chair and passed away.